Manufacturer narrative:
Our product evaluation laboratory received one model 834f75 swan-ganz catheter with an attached 1.5cc monoject limited volume syringe, non-edwards contamination shield, pressure tubing, and stopcock with a cap. The balloon did not inflate and a rupture was found near the center of the balloon measuring approximately 0.14" x 0.11.¿ the edges did not match up. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. Patient demographics were not provided. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment(s) will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported to the ew rep that during use of a swan-ganz vip catheter, the nurse was unable to wedge and called the md. The md repositioned the pa catheter and noted no resistance with the balloon inflation. The catheter was advanced into wedge and the balloon was passively deflated, but the syringe did not passively refill. The catheter was removed and the balloon was noted to be ruptured. There was no allegation of patient injury.